Event description:
As reported by our affiliates in japan, during a trans-subclavian transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the delivery system was stuck at the point of the curvature which continues to the aortic arch. The operator tried to advance the delivery system with the sheath; however, it did not work. By this effort, the sheath was bent inside the vessel. Both the sheath and the delivery system were removed as a unit. A new kit was used. With ballooning inside the second sheath, the second delivery system was able to be advanced and the valve was implanted. After the sheath was removed, vascular damage in the left subclavian artery was surgically repaired.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for resistance between system components leading to inability to advance through the sheath was unable to be confirmed as no device/relevant imagery were provided. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for kinked/bent sheath was unable to be confirmed as no device/relevant imagery were provided. Available information suggests procedural factors (excessive manipulation) likely contributed to the event as it was reported, "the operator tried to advance the delivery system with the sheath; however, it did not work. By this effort, the sheath was bent inside the vessel." It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.